Event description:
"Getting hot" is the reported reason for repair. On follow up conversation with the hospital, a person said that attachment began getting hot during spine case. Surgeon finished procedure with a back up attachment. No patient injury occurred.